Event description:
It was reported that the left ventricular (lv) lead exhibited a high capture threshold. Fluoroscopy of the lead revealed no abnormality. No resolution was taken. There were no patient consequences.